Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during a review of the log file, a loss of all power was recorded. The pt and the nurse reported that no alarms had occurred at the time of the event. They believe the system controller did not alarm properly.

Manufacturer narrative:
The system controller was returned to the MFR for evaluation. The reported event was confirmed based on the info recorded in the log file. The data log file retrieved from the returned system controller contained a power cable disconnect alarm followed by power interruption. The investigation was unable to determine what caused this event. The system controller was functionally tested using the manufacturers laboratory equipment and was found to function as intended, even when the cables were maneuvered. The white and black power leads were independently disconnected, and the system continued to operate. All audio and visual alarms were verified during the test. No further info is available. The MFR is closing its file on this event.